Manufacturer narrative:
(B)(4). No conclusion can be drawn from the investigation. Root cause not determined. A batch review could not be completed as the lot number was not provided by the customer. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient.

Event description:
A customer reported to baxter corporate product surveillance a micro volume extension set in which a leak was observed. According to the report, the leak occurred between the luer of the extension set and the angiocath when being used with a pressure injector. The process step is unknown. There was patient involvement, but there was no patient injury, medical interversion. Or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.